Event description:
A malfunction alarm, identified by code malf 12, was reported. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, which the customer acknowledged and understood.